Event description:
Spouse of home patient (hp) reports incomplete prime of patient line of homechoice sets. Hp has had to reset up with new supplies, wtih each occurrence, to complete treatment. No pt injury or medical intervention required per spouse of hp.